Manufacturer narrative:
(B)(4). The complaint is under investigation. A follow-up report will be provided, as soon as investigation has been completed. (B)(4)..

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): "fast infusion from the set time". According to the customer: " injection 5-fluoruracil-3600mg in ns (total volume of 240 ml- rate 5ml per hour) time set for the infusion (start time & end time with date)-for 48 hrs. Start-(B)(6) 2021 at 4.30 pm end- (B)(6) 2021 at 4.30 pm. Time and date of actual completion of the drug.- finished 10 hrs early."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4): device history record (DHR):- reviewed the DHR for batch 20l12ge291, there is no abnormality and no such defect detected at in process and at final control inspection. Evidence at disposal: received one sample of easypump ii lt 400-80-s without original packaging. The batch number on the big bottom cap of the sample was 20l12ge291. Upon received, no solution was found in the sample and the sample was clamped. A medication label was attached on its outer shell indicating the sample was filled with 5-fu (cytotoxic). Crystallized residue was not observed on the received sample. Flow rate test: the returned sample was subjected to flow rate test. Results: the flow rate deviation from nominal flow rate for complaint sample was 9.00% from nominal flow rate. The flow rate results were within specification ±15% deviation from nominal flow rate. Root cause analysis: there are combination factors where the easypump ii can flow faster than nominal time in actual application such as below scenarios: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5ml/hr to 5.9ml/hr. Factor 2: external pressure. External pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folded blow mold. Folded blow mold will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Conclusion: as the flow rate of received sample was within the specification, hence, we considered this complaint as not confirmed.